Event description:
The facility returned the pump to baxter for upgrades. During service by baxter, the infusion pump was found to contain a defective user interface module printed icrcuit board. No additional information was available.

Manufacturer narrative:
Failure code 703 was initially reported by baxter repair technician while performing upgrades. The failure code was found in the event history. Evaluation summary: during product evaluation, a defective user interface module printed circuit board (uim pcb) was observed. Failure code 703 in the event history confirms the defective uim pcb. This failure code is manifested as a result of the uim pcb being defective. The uim pcb was not replaced because of customer refusal of cost estimate. Upgrades were made to the pump but were not functionally verified due to customer refusal of estimate. The pump was returned unrepaired. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.